Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. Surgical intervention was undertaken during which the lead was explanted and replaced to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4); serial: (B)(6), batch: a000114900.

Manufacturer narrative:
Correction: additional information received indicates the lead did not contribute to the event as the issue was resolved with the replacement of the ipg. This device is no longer considered reportable.

Event description:
Additional information received indicates the lead was not replaced on (B)(6) 2024 and did not contribute to the event. Surgical intervention took place on (B)(6) 2024 wherein the ipg was replaced to resolve the issue. This device is no longer considered reportable.